Event description:
It was reported that during a da vinci sigmoid colectomy procedure, an inferior mesenteric vessel was injured while the surgeon was attempting to cut the vessel with a vessel sealer instrument. Bleeding ensued and the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure. According to the csr, the vessel sealer instrument was not inspected prior to the procedure. The surgeon sealed the inferior mesenteric vessel with the vessel sealer instrument and then attempted to cut the vessel with the same instrument. During the attempt to cut the vessel, a blade exposed message appeared and bleeding was observed from the vessel. Due to the bleeding, the surgeon converted the da vinci surgical procedure to open surgery. The surgeon used another vessel sealer instrument to seal the vessel. The csr indicated that the vessel did not require any repair and the open surgical procedure was completed. To the csr's knowledge, no post-operative complications were reported. On (B)(6) 2014, a field service engineer (fse) performed a field evaluation at the site. The fse was unable to replicate the customer reported problem. The fse tested the da vinci surgical system and verified that it was ready for use.

Manufacturer narrative:
On 01/08/2015, intuitive surgical, inc. (Isi) contacted the site's risk management department and obtained additional information regarding the reported event. The risk manager spoke to the or manager and was informed that the vessel sealer instrument would not register during the case. At that point, the or staff replaced the vessel sealer instrument with another vessel sealer instrument and completed the case. According to the operating room manager, there was no ultimate patient injury. The risk manager also spoke to the operating room supply manager and was informed that an issue with the vessel sealer instrument contributed to the patient's bleeding. The risk manager stated that the site cannot return the instrument to isi for evaluation. The risk manager reviewed the operative report and read, while using the vessel sealer instrument, there was hemorrhage noticed from the vessel. The risk manager stated that there was no documentation in the operative report of attempted cutting or an error message when the bleeding was observed. The surgeon attempted unsuccessfully to control the bleeding with the same vessel sealer instrument and with hem-o-lok clips. The surgeon indicated that he was unable to control the bleeding due to inflammation of tissue. The surgeon then made the decision to convert to open surgery to control the bleeding. The surgical staff replaced the vessel instrument with another vessel sealer instrument and the surgical procedure was completed. The estimated blood loss total was 500 ml. No post-op complications have been reported as of the date of this report. Based on the current information provided, this complaint will remain reportable due to the following conclusion: bleeding was observed after the surgeon attempted to cut a vessel with the vessel sealer instrument. The cause of the bleeding is unknown at this time. The case was converted to open surgery and another vessel sealer instrument was used to control the bleeding.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. The lot of the subject vessel sealer instrument involved with this complaint is unknown. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. At the beginning of the surgical procedure, the surgical staff encountered a system error code 32001. A system error code 32001 is a recoverable fault that signifies that a vessel sealer instrument cutting blade could not be retracted and may be exposed. The surgical staff was able recover immediately from the fault. Six minutes later, the surgical then encountered a system error code 32003. An error code 32003 signifies that the vessel sealer instrument was not able to drive the cutting blade across the full range of travel during a cut command. This error can occur when the system detects a possible dirty vessel sealer instrument or when an attempt is being made to cut very thick and/or unsealed tissue. Based on the information provided, this complaint is being reported due to the following conclusion: during the da vinci surgical procedure, the patient's vessel began to bleed after the surgeon attempted to cut the vessel with the vessel sealer instrument. In addition, the surgeon converted a da vinci surgical procedure to open surgery and utilized another vessel sealer instrument to seal the injured vessel.